Manufacturer narrative:
Troubleshooting with the customer confirmed that the AED had been exposed to water. The reported issue, is related to a lack of proper maintenance of the unit. The AED should be stored in clean, dry, and moderate temperature conditions, as outlined in the manufacturer's guidelines. Customer service recommended that the unit be removed from service as a precautionary measure.

Event description:
A customer reported that after being exposed to water their AED's asi is blank. They reported that this did not occur during patient use.